Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed inaccurately high readings compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the call was reviewed by customer service following questions from medical surveillance. The patient alleged that the meter started to read inaccurately high around (B)(6) 2015, although no results were provided for this time. The patient reported that her results have been too high since this time. She reported that she also compared results on the subject meter with her onetouch vita and onetouch ultraeasy meters. The patient manages her diabetes with insulin. She administers a fixed dose of 9 units of lantus once per day, and 5 or 6 units of rapid-acting insulin, 3 times per day, depending on the readings. She reported that she administered an increased dose of 7 or 8 units of rapid-acting insulin after obtaining the alleged inaccurately high results. She claimed that she is very sensitive to insulin and "one dose can lead to hypoglycemia". She reported that after taking the increased medication, she developed symptoms of "light headedness, not feeling, shaking [and] blurred vision" which she associated with hypoglycemia. She indicated that she self-treated her symptoms with orange juice and (B)(6) cake. During troubleshooting, the csr established that the patient's meter was set to the correct unit of measure. However, the csr noted that the patient's test strips had been stored improperly in the bathroom. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.